Event description:
It was reported the patient has not used or recharged the scs system for the past 3 years. As a result, the ipg is no longer communicating with any external devices. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken whereas the ipg was explanted and replaced. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.